Event description:
It was reported that the devices were used during a lobectomy procedure. It was reported by the affiliate that the firing knobs did not move during the firing process. There was no pt consequence.

Manufacturer narrative:
Device b. Device returned with no lot ID. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: cam position: engaged/disengaged, ab-disengaged; cartridge batch number, a-j41l3y b-n/a; cartridge position, a-loaded b- not ret; drivers present in cartridge, a-present/up b-n/a; firing knob position: back/partial, ab-back; gapspace pin condition, a-good b-n/a; hook latch position: open/closed, ab-closed; instrument halves: joined/separate, ab-joined; knife condition, ab-good; staples present? Formed/unformed, a-none b-n/a and swing tab position: locked/unlock, a-locked b-n/a. Functional tests & results: instrument safety lockout properly, ab-yes; staples fire properly, ab-yes and staples form properly, ab-yes. Analysis conclusion: there were two instruments returned for analysis. The first instrument was returned with all the drivers on the cartridge in the up position indicating that the instrument had been fired through a complete firing stroke. Additionally, it was noted that the proximal three drivers were up higher than the other drivers. Due to the condition of these drivers, it appears possible that an attempt may have been made to fire a spent cartridge. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. The second instrument was rec'd with the lubrication stripped from the instrument. It could not be determined if the lubrication had been stripped before, during or after surgery. Due to the lack of lubrication, the force to fire the instrument was found to be higher than mfg requirements which may have contributed to this reported incident. It should be noted that the force to fire the instruments are measured during the mfg process to ensure the instruments are conforming prior to shipment.